Event description:
It was reported that during a follow-up post implant, no capture was observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.